Manufacturer narrative:
In the course of the investigation, it became apparent that during the case in question a ventilator failure occurred and thus the case was assessed reportable retrospectively. The log file analysis indicates that the piston movement of the ventilator was temporarily stopped during the concerned procedure due to a negative airway pressure measured. As the dispatched fse could neither duplicate the error condition nor find any hints of a device malfunction it can be assumed that the triggering condition was not device-related; a reasonable explanation would be the use of a bronchial suction system or patient activity. Based on experience a sticking auxiliary air intake valve may have caused that a fresh gas deficit could not be compensated by device countermeasures that would be initiated when the airway pressure becomes negative. A sticking auxiliary air intake valve can be the result of insufficient reprocessing. Dräger finally concludes that the device reacted as designed upon an error condition of unknow

Event description:
It was reported that the vt readings dropped very low during a case. The patient was ventilated manually for a short bit before mechanical ventilation was continued. It reportedly worked for a short time and then the readings went very low again. No injury reported.